Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "technical event: 231009 (blower controller speed low) due to defective blower." No patient involvement, no patient health consequences or impact were reported.

Event description:
Patient were involved no health impact and consequences were reported.

Manufacturer narrative:
Corrected b5. Patient were involved no health impact and consequences were reported & health effect - impact code (f). Investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: additional information: the complaint was reported as a suspected blower issue with patient involvement. The device entered ambient state while a patient was connected, but no patient harm or medical intervention was reported. Logfile analysis showed blower-related errors. The affected blower was returned to hamilton medical ag and investigated. According to the instrument report, the blower timer was at 46%. In conclusion of the investigation the blower bearing was defective. The blower was replaced, and the device passed all tests and is back in use. Additional information/corrected: section h6 the imdrf codes were corrected/updated.